Event description:
Hamilton medical ag received the following event description on august 31, 2024, while the ventilator was being tested, after connecting the tubing and turning it on, the screen turned red and displayed # 6 fault. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Therefore, the UDI field (in d4) was left empty. Investigation ongoing.

Event description:
The report from hospital say: on (B)(6) 2024, the ventilator was tested before being put on the machine. After connecting the tubing and turning it on, the screen turned red and displayed # 6 fault. Contact equipment maintenance.

Manufacturer narrative:
Follow-up 1 - additional information: updated entry fields: b1, g6, h1 and h11. Corrected data: h6-a. The device was checked and repaired by the user. This user reported the case to the local competent authority as per common local practices. There was no patient involvement, and the issue was due to a lack of maintenance. This can be classified as a user error with no patient¿s impact.